Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient spinal cord stimulation (scs) lead incision site was infected. A wound dehiscence was noted. The physician performed a wound wash out. Nothing was explanted or added. The patient was doing well.